Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that aesthetic sho called to review patient post epidural catheter removal as blue tip not visualized. Patient exam findings within normal limits, site of insertion clean and dry, epidural catheter stretched to 1515mm, no blue tip visualized. No patient injury was reported.